Event description:
Reporter indicated that the patient's vns gave a high impedance message during an office visit. There were no reports of trauma or manipulation that could have caused/contributed to the high lead impedance. There were no reports of patient adverse events as a result of the high lead impedance. The device was disabled and x-rays were taken. Upon review of the x-rays, a lead fracture was found in the lead body located in the chest. Revision surgery to address the high lead impedance readings is likely; however, it has not yet occurred.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.